Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the difficulty to connect the scope connector and an led lighting failure could not be identified. However, it¿s likely the cause of difficulty to connect the scope connector is related to the output connector being broken by way of excessive tress applied to the output socket. Also, it¿s likely the cause of the led lighting failure is related to a loose harness. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that the socket on his olympus evis exera iii xenon light source was defective. According to the initial reporter, all of the unit¿s leds were flashing whenever the device was connected. Reportedly, this event took place during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The output connector on the subject device was broken and a secure connection could not be made. This poor connection site caused the reported failure. Other devices findings included a worn-out 3rd party lamp, as well as notable physical damage in the front panel, top cover, and chassis of the subject device. The water container holder was also found deteriorated. If additional information becomes available following the device evaluation, a supplemental report will be filed.